Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, several doors failed to operate as expected. Specifically, tower doors 3 and 4 were reported as failed, preventing normal access to the associated medication storage compartments. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.